Manufacturer narrative:
The device was successfully interrogated by boston scientific's post market quality assurance laboratory. Engineering calculations determined that this device did meet expected longevity. The device is currently undergoing operational and functional testing.

Manufacturer narrative:
Visual inspection shows the df (negative) set screw was extended. Impressions within the df (negative) port identified seal ring marks consistent with insufficient lead insertion depth. With the set screw extended, microscopic inspection found that the side of the set screw had lead contact marks. A review of device history indicated that the patient received one shock after implant in (B)(6) 2003 that was 31 joules into 47 ohms. The last two low voltage shock impedance measurements were 61 and 66 ohms. This indicates the lead was in close enough proximity to the terminal block and side of the set screw that shock therapy was available. Bench testing for shocking, sensing and pacing was performed and no anomalies were observed. It was concluded that the device performed normally throughout laboratory testing.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from an implant form that this patient was presented to the ep laboratory in (B)(6) 2011 for an elective replacement of the device. The pocket was opened and the physician reported that the distal high-voltage (hv) terminal pin came out of the header port as the device was being removed from the pocket. The local representative contacted technical services to report that upon inspection, the set screws had been found to be tighten. The replacement device was attached to the chronic rv defibrillation lead without incident. Adequate defibrillation thresholds were obtained with the replacement device. Guidant (now boston scientific) had received information in may 2003 that this patient's right ventricular (rv) defibrillation lead was observed to have impedance measurements greater than 2500 ohms. The lead remained implanted pending physician evaluation. The patient was presented to the electrophysiology (ep) laboratory and device-based testing demonstrated normal shock and pacing impedance. The physician elected to monitor the system at that time.

Event description:
--